Event description:
Customer reports the the catheter hub separated from the catheter during the power injection (20ml at 20ml/sec at 1200 PSI). No reported injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.